Event description:
A 26mm diameter x 13.5cm length medtronic ave aneurx bifurcated stent graft was placed to exclude an aortic aneurysm in an aorta with a short, angulated aneurysmal neck. After placement of the stent graft, it was noted that the stent graft moved down in the aorta by approximately 5mm and into the aneurysmal sack. Although there might have been enough space at the superior border of the bifurcated stent graft to place an extender cuff, the physician opted not to take the chance of covering the renal arteries. The physician decided that because the pt was already scheduled for colon surgery (abdominal surgery), that open repair of the abdominal aortic aneurysm could occur, simultaneously with the colon surgery. The pt underwent surgical repair in 2000. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.